Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, scratched casing, minor scratches on the lcd window, pillowing keypad overlay and peeling end cap address label. No cracks on reservoir tube area noted during our visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose reading was unknown. The customer reported a crack at the reservoir compartment on the pump housing. The insulin pump was returned for analysis.